Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident was 150 mg/dl. Troubleshooting was initiated for the failed battery test. The customer confirmed that the battery compartment and spring did not have any damage, corrosion, or missing components. However, the device would alarm failed battery test with each new aaa alkaline battery inserted. The battery cap contacts were slightly worn. Additionally, the device alarmed off no power without a low battery warning. The customer had changed a battery after a failed battery test alarm and the off no power occurred within nine hours of the new battery's usage. There were no unattended alarms. The device was not dropped prior to the alarm. No products were returned and a replacement battery cap was shipped to the customer.